Event description:
It was reported that during a routine post-operation check that the original programming of the device had been changed. It could not be determined if the device had been reprogrammed intentionally. The device was reprogrammed and is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.